Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis confirmed error 200 issue. Replaced psu board as identified in the investigation to address the reported issue. The scratched keypad membrane was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Possible root cause for the failure detected during service could not be determined. A check of the manufacturing finished goods records for the reported serial number revealed no anomalies relating to the reported incident. This serialized device was released for distribution on (B)(6) 2011 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed one similar and two dissimilar complaints for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The 225024 vapr vue generator. Rotator cuff. No patient harm. Delay < less than 5 minutes. Surgery completed with a different unit. Unit stopped working and displayed error code 200 ref: 14. Customer owned product.